Event description:
It was reported that there were tidal volume fluctuations. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. Ventilator logs were provided for review. The evaluation of the provided ventilator logs show that the ventilator alarmed for high airway pressure, respiratory rate high and low expiratory minute volume. The alarms are an indication of an increased expiratory resistance in the patient¿s breathing system, where one possible cause can be an occluded expiratory bacteria filter. Nebulization has been used on several occasions during the ventilation. The filter may become saturated by particles not absorbed by the patient thus increasing the inspiratory pressure in the patient circuit. Increased airway pressure can be a result from a clogged expiratory bacteria filter during nebulization. As stated in the user¿s manual, the airway pressure should be monitored during nebulization. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use checks were performed prior and after the event. The conclusion is that the described error was most likely caused by an occluded expiratory bacteria filter in use together with nebulization and not a ventilator malfunction. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 05/12/2022. Corrected manufacture date: 05/09/2022.